Event description:
It was reported during the pacemaker upgrade to ICD that the lead was 4194 lead was explanted and replaced on physician's discretion. There was no performance issue or complaint with respect to the lead, it was replaced with a new lead that was fixated in a more optimal location in the patient's left ventricle.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.